Event description:
Procedure type: resection. According to the reporter: the customer reports that the instrument broke and remained jammed closed; some fragments (plastic) fell from the instruments.

Manufacturer narrative:
(B)(4)